Event description:
A quick cross catheter was used in the case. When the catheter was removed it was observed that the end of the catheter had been severed inside of the body. A snare was used and the severed part of the catheter was retrieved with no complication to the patient. The catheter was removed successfully with the snare - no further complications. The patient was discharged home in stable condition.